Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Correction: product problem should be ticked in b1 and other serious or important medical events should be ticked in b2 in the previous report submitted on july 22, 2022. Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on august 08, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 26, 2022.